Manufacturer narrative:
(B)(4). Batch # l5106p. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported on the complaint form that hospitalization was required. Was this hospitalization time more than is expected for this type of procedure? How long was the patient hospitalized? Was there a change in the plan of care for the patient as a result of the issue that occurred with the device?

Event description:
It was reported that during a total gastrectomy procedure, during the anastomosis of duodenum and esophagus, the device cut the tissue but did not staple. To check if the stapler donuts were completed, the washer safety was broken, indicating the correct operation of the stapler. Some structures were loosened and they did not find staples in tissue. It was necessary to increase the resection margin in the duodenum due to drilling generated by the misfiring. Another like device was used to complete the procedure with satisfactory results.